Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) cassettes into the market. There are no units in stock in b. Braun surgical warehouse. We have received an open cassette. The thread on the cassette received is broken inside and in consequence is not useful. We consider that the thread was probably tangled in the reel and when pulling out the thread it broke due to the extraction was too hard. Therefore we consider that the complaint is justified. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the suture continued to break then it finally broke inside the cassette.